Manufacturer narrative:
This report is filed january 20, 2016.

Event description:
Per the clinic, the patient had permanently discontinued use of her device (date not reported) and had been experiencing pain and electrical stimulation around the device resulting in the decision to explant the device. The device was explanted on (B)(6) 2015.